Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID 3550s-01. Product type: accessory. (B)(4).

Event description:
It was reported the health care provider (hcp) had multiple instances where the stimloc did not hold lead during intraoperative testing and three cases of migration were noticed in post-operative patients. Troubleshooting was done with the clinician programmer with zero response or efficacy. It was noted a few days later a CT scan showed both leads moved about 27mm superior. There were no malfunctions seen or a cause of issue determined. There was a lead revision where one lead was removed and the other was revised. Outcome of the patient was unknown.